Event description:
The customer reported that he experienced high bg¿s (500mg/dl) with dka and large ketones and was sent to the ER. He noted that the pod had initiated a hazard alarm, but that he was asleep when the alarm went off and did not hear it. He¿s unsure whether his condition resulted from him not hearing and responding to the alarm, or from a problem with the pod. While at the hospital he received a manual insulin injection; in addition, a new pod was placed. He was observed for five hours until his bg¿s successfully lowered. The pod was discarded at the hospital and will therefore not be returned for evaluation. The customer indicated that the pod had initiated a hazard alarm; as he was asleep at the time and did not hear the alarm, he was unable to respond to it. Though it cannot be confirmed, it's possible that by not acknowledging and responding to the pod alarm, the customer was unaware of a potentially serious condition of the device. Since the pod stops all insulin delivery when a hazard alarm is encountered, high bg levels may have resulted.

Manufacturer narrative:
The pod will not be returned for evaluation. We are unable to confirm any device malfunction. No conclusion can be reached at this time. The omnipod user guide clearly informs users that a hazard alarm is an indication of a potentially serious condition. The user guide states "hazard alarms occur either when the pod is in a very serious condition or something is wrong with the pdm." It goes on to warn "when a hazard alarm occurs, all insulin delivery stops. Failing to address the situation could result in hyperglycemia." The user guide further instructs "due to the serious nature of hazard alarms, you must act promptly to resolve them" by deactivating and removing the active pod and activating and applying a new one. Had the user heard the hazard alarm, the pod would have immediately been removed and replaced, per omnipod user guide instructions.